Manufacturer narrative:
(B)(4). The customer returned one cartridge 523800 hemoclip ti med 10/cart 200/box for investigation. The cartridge was returned unopened in its original packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that particles were in the package. The sample was sent to the manufacturing site for evaluation. The package was opened , and it was found that the particles were ink residue. The size of the particles and the remaining spots on the tyvek and blister pack were measured and were all found to be less than 0.20sq / mm, which according to qip-0031tec rev 29 (quality inspection procedure for weck product), is within the acceptable limits. Therefore, no defects or issues were found with the returned sample. Qip-0031tec rev 29 (quality inspection procedure for weck product) was reviewed as part of this complaint investigation. The procedure states "use tappi chart to confirm that the assembly does not contain embedded foreign matter greater than 0.20sq/mm." A corrective action is not required at this time as the size of the particles and the remaining spots on the tyvek and blister pack were measured and were all found to be within the acceptable limits. Therefore, no defects or issues were found with the returned sample. The reported complaint of "foreign material" was confirmed based upon the sample received. The cartridge was returned unopened in its original packaging. Particles were seen in the package. The sample was sent to the manufacturing site for evaluation. The size of the particles and the remaining spots on the tyvek and blister pack were measured and were all found to be within the acceptable limits. Therefore, no defects or issues were found with the returned sample.

Event description:
It was reported that a clip was loaded in closed condition during an operation. Therefore, a new unit was used instead. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900030 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was loaded in closed condition during an operation. Therefore, a new unit was used instead. No clip fell/remained in the patient.